Manufacturer narrative:
Internal file number - (B)(4). Estimated date of occurrence. Correction: catalog number, lot number. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The recurrent mr was due to procedural conditions. A conclusive cause for the tissue damage cannot be determined. The reported patient effects of mitral valve tissue damage and recurrent mitral regurgitation (mr) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Additional information received reported that the patient returned with increased mitral regurgitation (mr) sometime in march 2019. Additionally, in the physicians opinion, the single leaflet device attachment (slda) was due to the pre-existing patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, therapy date: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. Three mitraclips were implanted, reducing mr to 2. On an unknown date, the patient returned with an increase in mr. It was noted that the anterior chordae was ruptured and one clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment slda). On (B)(6) 2019, a second procedure was performed to treat the chordae rupture and slda. One clip was implanted, successfully reducing mr from 4 to 2. There was no clinically significant delay in the procedure. No additional information was provided.